Manufacturer narrative:
PMA/510(k) #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation pending, a follow up MDR will be submitted with the investigation conclusions.

Event description:
Initial MDR is being based on the requirement for a surgical intervention. As reported to customer relations "the patient had 3 each of g38490 and 1 each of g38488 implanted on (B)(6) 2017. In the radiograph performed on (B)(6) 2018, it appeared that one each of g38490 ((B)(4)) and g38488 ((B)(4)) was damaged and torn in half. The fracture is occurring proximally. The patient is coming back on (B)(6) 2018 for re-intervention and more will be reported at that time."

Manufacturer narrative:
PMA/510(k) #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of (B)(4) (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
MDR submitted based on the requirement for a surgical intervention. As reported to customer relations "the patient had 3 each of g38490 and 1 each of g38488 implanted on (B)(6) 2017. In the radiograph performed on (B)(6) 2018, it appeared that one each of g38490 (B)(4) and g38488 (B)(4) was damaged and torn in half. The fracture is occurring proximally. The patient is coming back on (B)(6) 2018 for re-intervention and more will be reported at that time."

Event description:
This follow up report is being submitted to update the investigation details. Initial MDR submitted based on the requirement for a surgical intervention. As reported to customer relations "the patient had 3 each of g38490 and 1 each of g38488 implanted on (B)(6) 2017. In the radiograph performed on (B)(6) 2018, it appeared that one each of g38490 ((B)(4)) and g38488 ((B)(4)) was damaged and torn in half. The fracture is occurring proximally. The patient is coming back on (B)(6) 2018 for re-intervention and more will be reported at that time."

Manufacturer narrative:
PMA/510(k) #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Problem statement: as reported to customer relations "the patient had 3 each of g38490 and 1 each of g38488 implanted on (B)(6) 2017. In the radiograph performed on (B)(6) 2018, it appeared that one each of g38490 ((B)(4)) and g38488 ((B)(4)) was damaged and torn in half. The fracture is occurring proximally. The patient is coming back on (B)(6) 2018 for re-intervention and more will be reported at that time." Add'l information provided by dm on 12jun2018: "only the proximal stent is fractured, the distal one is not. (B)(6) covered the (B)(6) 2018 case (dm was on vacation), but (B)(6) didn't know much beyond they performed an arteriogram and they will have to do a surgical intervention at a later date, and their plan is to surgically excise half of the broken stent (leaving 1 strut still attached). Physician confirmed that proximal stent tore in half, migrated and occluded the profunda. (B)(6) asked the physician about his thoughts on the product; physician said he'd never seen a stent fracture in this manner. However, the physician will continue to use the device line (reportedly)" additional information provided by dm on 12jun2018: "dr. (B)(6) communicated they plan to intervene surgically on this patient this thursday, (B)(6) 2018" device evaluation: the zisv6-35-125-7-80-ptx device of unknown lot number involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. There are two devices and complaint files related to this occurrence. Refer to file (B)(4) for details of the second device. The customer stated that the patient will undergo surgery to treat the fractured stent, and additional information will be available afterwards. It is known that the patient had pre-existing conditions, including current smoker and pad (peripheral arterial disease). The customer was contacted to confirm if an intervention was conducted, and the patient outcome. Images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer. Is the complaint confirmed? Yes. Type IV fracture of the zisv6-35-125-7-80-ptx ((B)(4)) is confirmed while fracture of the zisv6-35-125-7-120-ptx ((B)(4)) is not. Observation of device effects, relative to the patient's anatomy: the fracture occurred where hip flexion and sfa redundancy, evident in the angles, repeatedly kinked and stretched the stent until it fractured. The double stent of the overlap focused angulation and kinking at its end rather than gradually dissipating the curvature as was observed at the mid stent overlap. Observation of device effects, relative to the disease state: none. Observation of significant findings relative to the use of the device: none. Observation of additional device findings relative to the clinical perspective: none. Findings: 1. A single, proximal right thigh x-ray is provided along with the complaint report. 2. Two stents in the expected location of the proximal right sfa (superficial femoral artery) are overlapped 31 mm. Although whether a shorter stent was completely inside a longer stent or a shorter stent was projecting superior from a longer stent cannot be determined on the image. The stents noted in the complaint support a zisv6-35-125-7-120-ptx as the more distal stent with zisv6-35-125-7-80-ptx projecting out of its superior end. 3. Assuming the zisv6-35-125-7-80-ptx as the more proximal stent, it was 75mm long and transversely fractured at the superior end of the zisv6-35-125-7 -120-ptx. 4. Where it extended superiorly out of the zisv6-35-125-7-120-ptx, the zisv6-35-125-7 -80-ptx was transversely fractured with one stent element row stretched across the fracture, consistent with a type IV fracture. The 20mm long superior stent fragment, 8.5mm diameter, indicated anterior to posterior compression. 5. The intervening stent row was stretched 7mm across the fracture site where the sfa angled 30 degrees. 6. The mid overlapped stent segment angled 12 degrees opposite the angulation at the fracture. 7. The 30mm, rather than 10-15mm stent overlap at the proximal end of the stented segment, is not uncommon as the available stent size is matched to the remaining artery segment requiring stenting. To provide as much flexibility as possible at the proximal end, the more distal stents are usually only overlapped 10-15mm. Consequently, overall stented length was likely 35-37cm. Such a long segment was bound to experience at least bending as likely twisting and elongation of the sfa with hip and or knee flexion. 8. Surgical clips are consistent with the reported aorto-bifemoral bypass. Impression: 1. Type IV fracture of the zisv6-35-125-7 -80-ptx ((B)(4)) is confirmed while fracture of the zisv6-35-125-7-120-ptx ((B)(4)) is not. 2. The fracture occurred where hip flexion and sfa redundancy, evident in the angles, repeatedly kinked and stretched the stent until it fractured. The double stent of the overlap focused angulation and kinking at its end rather than gradually dissipating the curvature as was observed at the mid stent overlap. Complaint is confirmed as the failure was verified in the image(s). Type IV stent fracture was observed. The customer provided additional images of the implanted stent. The investigation will be updated once the images have been reviewed. From the image review, a likely root cause for the stent fracture could include hip flexion and sfa redundancy, evident in the angles, which could have repeatedly kinked and stretched the stent. However, as the device is not available, and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. It may be noted that stent strut fracture is listed as a possible adverse event in the product instructions for use. Document review: as lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity as per fqc. Summary: complaint is confirmed as the failure was verified in the image(s). Type IV stent fracture was observed. The risk will be assessed for this complaint once the additional information on the patient outcome is provided, and the additional images have been evaluated. When the risk has been assessed the investigation will be updated with the risk details. According to the initial reporter, the patient experienced right groin pain due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
MDR submitted based on the requirement for a surgical intervention. As reported to customer relations "the patient had 3 each of g38490 and 1 each of g38488 implanted on (B)(6) 2017. In the radiograph performed on (B)(6) 2018, it appeared that one each of g38490 ((B)(4)) and g38488 ((B)(4)) was damaged and torn in half. The fracture is occurring proximally. The patient is coming back on (B)(6) 2018 for re-intervention and more will be reported at that time."

Manufacturer narrative:
PMA/510(k) #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
MDR submitted based on the requirement for a surgical intervention. As reported to customer relations "the patient had 3 each of (B)(4) and 1 each of (B)(4) implanted on (B)(6) 2017. In the radiograph performed on (B)(6) 2018, it appeared that one each of (B)(4) ((B)(4)) and (B)(4) ((B)(4)) was damaged and torn in half. The fracture is occurring proximally. The patient is coming back on (B)(6) 2018 for re-intervention and more will be reported at that time."

Manufacturer narrative:
PMA/510(k) #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Problem statement "as reported to customer relations "the patient had 3 each of (B)(4) and 1 each of (B)(4) implanted on (B)(6) 2017. In the radiograph performed on (B)(6) 2018, it appeared that one each of (B)(4) ((B)(4)) and (B)(4) ((B)(4)) was damaged and torn in half. The fracture is occurring proximally. The patient is coming back on (B)(6) 2018 for re-intervention and more will be reported at that time."" Device evaluation the (B)(4) device of unknown lot number involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. There are two devices and complaint files related to this occurrence. Refer to file (B)(4) for details of the second device. The customer stated that the patient will undergo surgery to treat the fractured stent, and additional information will be available afterwards. It is known that the patient had pre-existing conditions, including current smoker and pad (peripheral arterial disease). The customer was contacted to confirm if an intervention was conducted, and the patient outcome. The customer did not respond to a multitude of general questions in the patient/event info ¿ notes as the majority of these questions were not applicable to this case. The question regarding the availability of images was applicable but was not answered as images were provided to cook ireland for review by cook research inc. (Cri) (see below). The device related to this occurrence underwent a laboratory evaluation on the(B)(6) 2018. On evaluation of the returned device, part of the complaint stent ((B)(4)) was returned without the delivery system. The returned fractured stent was 16 mm in length. Images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer. Impression: 1. Type IV fracture of the (B)(4) ((B)(4)) is confirmed while fracture of the (B)(4) ((B)(4)) is not. 2. The fracture occurred where hip flexion and sfa redundancy, evident in the angles, repeatedly kinked and stretched the stent until it fractured. The double stent of the overlap focused angulation and kinking at its end rather than gradually dissipating the curvature as was observed at the mid stent overlap. 3. Additional imaging from the implantation procedure and subsequent secondary interventions demonstrated fracture fragment displacement 7mm into the cfa and pfa occlusion. Although the fracture fragment was removed, it did not directly impinge on the pfa ostium. Although organized mural thrombus occluding the pfa could have been aggravated by the fragment, this was not stated or implied in the operative note. Complaint is confirmed as the failure was verified in the image(s). Type IV stent fracture was observed. From the image review, a likely root cause for the stent fracture could include hip flexion and sfa (superficial femoral artery) redundancy, evident in the angles, which could have repeatedly kinked and stretched the stent causing it to fatigue and fracture. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. It may be noted that stent strut fracture is listed as a possible adverse event in the product instructions for use. Document review: as lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. Summary: complaint is confirmed as the failure was verified in the image(s). Type IV stent fracture was observed. The risk for this complaint is risk category iii/low. According to the initial reporter, the patient experienced right groin pain due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.